Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient controlled analgesia pump module had infused all 30ml over a very short period of time. There was patient involvement, but the outcome is unknown. The customer later confirmed that the issue was due to user error and not pump related.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a pca over infusion was confirmed to be due to a user error. Log review confirmed the pca module infused the correct drug volume. The facility also confirmed a user error. No testing was able to be performed due to no devices being returned for investigation. Review of the suspect pcu device event log showed that on 9aug2025 at 10:50 am, the user selected the unit and a 30ml syringe filled with 29.6888ml was detected by the pca module. The channel was in pca only mode. The primary volume infused (pvi) was recorded as 28ml. From 8:42 pm to 10:22 pm, the patient pressed the pca request button 4 times, each time being administered with a volume to be infused (vtbi) of 2ml at a rate of 150ml/hr. The last request was interrupted by the user pausing the infusion. The user channeled off the unit. Pvi was recorded as 34.2816ml. At 11:57 pm, the user selected the channel and selected pca only mode. From 11:58 pm to 10aug2025 at 3:23 am, the patient pressed the pca request button 10 times, each time being correctly administered. The pvi was recorded as 54.2816ml. At 3:24 am, the user selected the channel and the unit alarmed for door open and for check syringe. At 3:28 am, the user selected the channel and the unit alarmed for empty syringe. The bd alaris user manual v12.3.2 has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a pca over infusion was confirmed by a review of the logs and confirmed by the facility to be a user error. The syringe was already empty at the time of the reported event and the maximum volume infused per pca request was 2ml. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient controlled analgesia pump module had infused all 30ml over a very short period of time. There was patient involvement, but the outcome is unknown. The customer later confirmed that the issue was due to user error and not pump related.